Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the clinician was placing the catheter into the patient's radial artery. The catheter was inserted and during removal of the spring wire guide (swg) it unraveled, but was removed intact. There was no delay in treatment. There was no patient death and no patient complications were reported. No surgical intervention was required.